Event description:
#Medwatcher #(B)(4). Chronic joint pain, fatigue, chronic abdomen pain, ovarian cysts, trouble pelvic pain two weeks a month,blood clot periods, hand and foot numbness/tingling. Headaches, autoimmune diseases, fibromyalgia, kidney problems, labs shown + for "lupas" and always have rare bacteria and traces of blood... Depression,sadness. Doctor's not giving any answers or relief, then pass you off to specialist and more confusion... I would love to have them out...